Event description:
Information received indicates the siderail functions are not working due to the siderail cable being cut which exposed bare wires.

Manufacturer narrative:
The technician replaced the cable to repair the bed.